Manufacturer narrative:
Patient information was not provided. The leaking y-connector is the one in the revolution pump line. According to information, the leak was by the junction of the y connector. This connection is solvent bonded. Initial visual inspection of the returned connector found not abnormality. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received report that, after one hour on bypass, patient blood started dripping from a y connector. Blood flow and pressures increased and the leak increased. Medical team tie banded the connection and added bone wax. The leak was not stopped. According to information, 1800 ml of patient blood was lost. Patient was administered a unit of blood. There is no report of any patient injury.

Manufacturer narrative:
The complained sample returned to livanova for investigation. Visual inspection of the component did not reveal any cracks or damage as the source of the leak. Solvent was found present in all three legs of the wye-connector. A leak test confirmed the leak at the connection point between one harm of teh y connector and the tubing. Examination with uv light of the leaking connection allowed to clarify that the leak was due to insufficient solvent bonding distribution in the leaking poing. The DHR review confirmed the lot was released conforming to product specifications. Review of the livanova complaint databased did not identify any other similar complaint relevant to the complained pts pack code. Therefore, it can be considerated as an isolated case. Based on the above, the root cause was an operator error during the assembly of the line, who applied insufficient solvent to the component. The manufacturing personnel will be involved in a dedicated training meeting awaring of customer complaint. The risk is in the acceptable region. No other specific action was currently deemed necessary. Livanova will keep monitoring the market.